Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right ventricular (rv) lead was noted to be over and undersensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.